Event description:
Patient was revised due to pain, elevated metal levels, and fluid collection. (Right hip).

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt chromium levels; fluid collection under the posterior capsule of the hip; fluid was grayish-green, consistent with an adverse response to metal debris; mild corrosive changes noted at the trunnion; 20% bony ingrowth, at most, of acetabular component; large osteolytic lesion in acetabulum. Adapter sleeve, stem and stem sleeve added to complaint.

Event description:
**Update** (B)(4) 2013 new litigation papers received. Litigation alleges physical injury and bodily impairment, and debilitating lack of mobility. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Z-1749/1816-2011.

Manufacturer narrative:
Depuy still considers this investigation closed.